Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. In addition, this ra lead exhibited high thresholds, a spike in impedance, noise on the rv channel with isometrics which an indicative of lead fracture that happened a few years ago. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.